Event description:
It was reported in a publication that a total of 513 patients were treated with mi-tlif performed by 4 neurosurgeons over a 10-year period, from 2002 to 2012, at two institutions. Single-level fusions were performed in 432 patients (84.2%), and multilevel fusions were performed in 81 patients (15.8%); fusions were predominately at l4¿5 and l5¿s1. Bmp was used in 480 patients (93.6%). The majority of the preoperative diagnoses included spondylolisthesis, spondylosis, and spondylolysis. The majority of the patients (n = 433 [84.4%]) had an uncomplicated mi-tlif. Four patients (0.8%) had new postoperative weakness after mi-tlif surgery. All 4 of these patients had bilateral lower-extremity weakness that improved significantly with inpatient physical therapy. Two of the patients recovered to their baseline level of function. Two patients (0.4%) had partial recovery but weakness after mi-tlif.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.